Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The lead was thoroughly analyzed and no anomalies could be attributed to the complaint at the time.

Event description:
It was reported that a few days after implant, the r-wave on the right ventricular (rv) lead decreased to a low value exhibiting undersensing and the pacing impedance decreased to a low value. In addition, the threshold exhibited a high value with no capture at a maximum output. The physician noted that the rv lead looked ¿funny¿ in the pocket area on the x-ray. The physician did not think the rv lead had moved so it was decided to replace the rv lead in case of an issue. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex,: no eval explain code if information is provided in the future, a supplemental report will be issued.